Manufacturer narrative:
The triglycerides reagent lot number is 916901. The cholesterol reagent lot number is 916896. The expiration dates were not provided. The qc recovery data provided was within specification. The alarm trace showed abnormal temperature and photometer alarms. The field service engineer (fse) observed that the syringes were dripping and the white water tank was low, replaced valves, adjusted the the water bowl level, and performed gear pump and mechanism check successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable cholesterol gen.2 and triglycerides results for 2 patient samples on a cobas 6000 c501 module. For sample 1, the initial triglycerides result was 1.94 g/l. The customer was prompted to repeat the sample as the result did not match the patient's previous results. The sample was repeated twice and the results were 2.56 g/l and 4.66 g/l. A 1:5 dilution was performed on the sample and the result was 1.90 g/l. A 1:10 dilution was performed on the sample and the result was 1.77 g/l. For sample 2, the initial cholesterol result was 2.80 g/l. The customer was prompted to repeat the sample after analyzing the reaction curve of the initial result. The repeat result was 3.73 g/l. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The service maintenance actions performed by the fse resolved the issue.